Event description:
During a laparoscopic bilateral inguinal hernia repair with mesh surgery, the surgeon requested a clip applier to control bleeding. The initial clip applier opened to the field malfunctioned and would not close/clip appropriately. A second clip applier was opened, which did function correctly.